Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that there was no power and the auxiliary power cord ground prong was loose. Additionally, the siderail was not functioning. No pt involvement or adverse consequences are reported.